Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient stated they experienced a hypoglycemic event where a finger stick was performed and the bg value was 20mg/dl; however, it is unknown what the cgm was reading at the time of event. The patient¿s husband called the paramedics and when they arrived, they administered the patient with glucose paste orally and then transported the patient to the hospital. The patient was treated with intravenous (IV) therapy of glucose and was released from the hospital approximately 8 hours later. At the time of contact, the patient was doing good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.